Event description:
It was reported the patient had the implant restored at dentist. Restoring dentist stated depth of the implant and the angle were not right. The screw became loose and was replaced.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Ziimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie did not receive one (1) unknown biomet screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. IFU review: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev. H 2024/01. Information identified: potential adverse events per the applicable IFU, it is stated that overloading and improper technique may lead to device failure such as screw loosening. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are improper techniques used during placement ¿ inadequate treatment planning. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation